Event description:
The customer reported via phone call that they received a no delivery alarm when attempting to prime. The customer's blood glucose was 202 mg/dl. Troubleshooting found insulin was unable to exit with a push plunger. It was also found the insulin pump did no alarm no delivery with a manual prime when a new reservoir was applied. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.